Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the lead dislodged. An x-ray was performed, and it confirmed that the lead dislodged. During the revision, it was discovered that the lead insulation was damaged and there was no capture. The lead was explanted and replaced. There were no patient complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.